Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine"), genital haemorrhage ("irregular bleeding") and autoimmune disorder ("autoimmune response to device"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, sexual abuse, rape victim, insomnia, panic attacks, suicide attempt, alcohol use, disturbance in attention, dysphoria, obesity, essential hypertension, gastroesophageal reflux disease, vitamin d deficiency, sciatica, abdominal pain, diarrhea, myalgia, tremor, c.difficile colitis, unilateral leg pain, obsessive-compulsive disorder, vomiting, headache, nausea, lice infestation, back pain, bleeding genital, dysmenorrhea, menometrorrhagia, endometrial hyperplasia, lipedema, endometrial cancer, fever, abdominal pain, cystitis, cancer staging, neck pain, endometrial neoplasm malignant, lung nodule and renal cyst. Previously administered products included for an unreported indication: lexapro, viibryd, buspirone, celexa, paxil, wellbutrin and fetzima. Family history included psychiatric disorder nos. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine"), genital haemorrhage ("irregular bleeding,menometrorrhagia") and autoimmune disorder ("autoimmune response to device"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the endometritis, pelvic pain, migraine, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, endometritis, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2020: impression: 16 mm left kidney superior pole lesion not confirmed to be a simple cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: mr received: event chronic endometritis added and made medically significant and intervention required due to surgery. Reporter, medical history, historical drug, lab test, family history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine"), genital haemorrhage ("irregular bleeding") and autoimmune disorder ("autoimmune response to device"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.